Event description:
It was reported that the triad shock lead impedance was greater than 200 ohms. There was one vector (right ventricular (rv) coil to implantable cardioverter defibrillator) that was within normal limits, at 62 ohms. The pace impedance was normal. The patient had not required any recent therapy from the device and it was planned to continue to monitor the situation. The rv lead remains in service and no adverse patient effects were reported.